Event description:
The customer reported that their pump screen was dark and would not turn on, and also that the pump battery would not charge. They were unable to provide their blood glucose level at the time the issue was noticed, and it was not confirmed if the charging issue caused their blood glucose level to exceed 500 mg/dl. The customer was instructed by technical support to try various troubleshooting steps, including using different power sources and adapters, but these attempts did not resolve the issue. Ultimately, it was decided that the pump needed to be replaced. The customer was informed of the need for replacement and planned to use manual insulin delivery as a backup therapy. The replacement process was initiated, and instructions were provided for returning the defective pump.